Event description:
It was reported that during a complex case involving a difficult, tight and tortuous lesion, the guide wire was torqued against resistance, which is contrary to instructions for use. The tip of the guide wire unraveled during removal into the guiding catheter. The guide wire and dilatation catheter were successfully removed together. Reportedly, no pt injury occurred.